Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips; no ejected clips were observed upon evaluation. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: when the operation video was checked after the procedure, it was found that the ejected clip was attached to the shaft. There was a possibility that the clip was ejected inside the patient and bounced, and then attached to the shaft. Also, the doctor thought it was not serious matter since titanium had biological compatibility.

Event description:
It was reported that during laparoscopic procedure, when the device was fired on the blood vessel, it was found that a malformed clip was in the jaw. Before the event, an energy device was used for expanding the range of exfoliation after the device approached the target tissue once. Then, the jaws were released from the blood vessel and the device was fired out of the patient. When the blood vessel was clamped with the jaws again and the handle was grasped lightly, a clip ejected. The ejected clip was missing. The device was used as-is to complete the case. There were no adverse consequences to the patient.